Event description:
A complaint was received regarding sensor scans of lo (less than 40 mg/dl) while wearing the adc device compared to a hcp meter test of 237 mg/dl, when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer received unspecified medical treatment from a healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.